Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. 1494 off-label use: patient age <21. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.0/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2019 the lens was exchanged for a different diopter non toric lens. This exchange resolved the problem.